Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a suspected disconnection. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus and the customer's reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect of suspected disconnection was caused by breakage of the image sensor unit, possibly due to stress from repeated use, external factors, or handling. Alternatively, the components, including the integrated circuit chip and capacitor mounted on the electric circuit board, might have had a defect. The event can be prevented by following the instructions for use (IFU): chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system describes the methods for inspection on the suggested event." Olympus will continue to monitor field performance for this device.